Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unable to perform any test due to flattened dome switch. (B)(4).

Event description:
The customer reported via phone call that insulin pump had blank screen. Customer's blood glucose level was 180 mg/dl. Customer stated they changed the battery and screen came back and again they push the cap tighter screen goes black. Customer performed self test and it was passed. The insulin pump will be returned for analysis.